Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the authorized contact (ac) that the patient had been hospitalized for kidney and diabetes-related issue on an unspecified date. The patient's blood glucose levels were not reported but was wearing the pod between 49 and 71 hours. The ac mentioned that while the hospital staff was handling the patient, the pod either came off or was inadvertently torn off and went missing. The patient was able to successfully apply a new pod. No symptoms were reported and the details about the patient's treatment and discharge date were not provided. At this time, there is insufficient information to determine if insulet's device caused or contributed to the reported event. Additional information is being solicited, a supplemental report will be submitted if received.